Event description:
(B)(4). It was reported that post a stenting treatment procedure, worsening coronary artery disease occurred. In (B)(6) 2010, the patient presented with substernal upper chest discomfort and was diagnosed with stable angina. Cardiac catheterization was recommended. The first target lesion was located in the mid right coronary artery and was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent, with 10% residual stenosis. The second, 10mm x 2.50mm, 80% stenosed target lesion was located in the distal left circumflex artery (lcx). The second target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The third target lesion was located in the 1st diagonal and was treated with pre-dilatation and placement of a 2.50 x 24 mm taxus liberte stent, with 0% residual stenosis. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with shortness of breath and fatigue. The patient was diagnosed with worsening coronary artery disease and was hospitalized. The 80% stenosis prior to bifurcation of lcx with the obtuse marginal om) branch was treated with placement of a 3.00 x 18 mm non-bsc stent, with 0% residual stenosis. The stenosis in the 2nd om was treated with placement of a and 2.75 x 28 mm non-bsc stent, with 0% stenosis. Two days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).